Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. MFR report # 3006705815-2018-00605. It was reported that patient experienced a csf leak during a scs trial procedure on (B)(6) 2018. The patient was advised to drink fluids, caffeine, and rest. Reportedly, patient does not have any symptoms.

Event description:
Device 1 of 2. MFR report # 3006705815-2018-00605. Additional follow up revealed that csf leak has been resolved.